Event description:
Patient with multiple surgical history and significant status post embolization of rica underwent elective simultaneous coiling of a 2 x 4-mm left carotid a1 segment aneurysm and a stent assisted 5 x 7-mm, left ophthalmic/paraclinoid, wide neck aneurysm. Pre-procedure anticoagulation and prep were unremarkable. Procedure was eventful for recurring spasms, which were medically treated. In the wide-neck aneurysm, there was a catheter kickback during deployment of a stent [device in question] causing non-placement. A second stent was then tracked through the first and placed from the distal segment of the first stent [device in question] across the wide-neck. This was successful. Coiling was completed successfully, it was reported that "the patient tolerated the procedure well without complications and was neurologically intact with respect to speech and motor strength." In 2006, first post op day, the pt demonstrated expressive aphasia, facial droop, and right paraparesis. MRI demonstrated multiple miniscule diffusion abnormalities in the left mca territory. It was reported that "the physician believes the presumed thrombotic complications are procedure related, from the wide-neck aneurysm, but not clear as to the stent or coils implication." There was no evidence of ica dissection. Patient condition resolved in seventy-two hours after medical treatment (i.e. Heparinized).

Manufacturer narrative:
Additional information regarding the procedure was requested and received by the manufacturer on 04/11/2007. Upon review of the procedure notes, it was revealed that the stent [device in question] was improperly deployed which required intervention of another stent to be placed. The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the patient. It was reported to the MFR that the physician believes the presumed thrombotic complications are procedure related from the wide-neck aneurysm. It cannot be determined if any correlation exists between the device in question (along with its concomitant products) and this adverse event. Clinically identified possible causes for stent thrombosis are improper antiplatelet therapy, improper device selection, or improper stent placement. Patient condition: upon discharge in 2006, the patient was independent and condition resolved. H020002/s5.